Manufacturer narrative:
The investigation for the high purge pressure has been completed. Clinical details states that during implant, high purge pressure was reported. Tissue plasminogen activator (tpa) was added to the purge which resolved issue. No product was returned. The data logs confirm purge pressure high alarms about 20 minutes after pump start. There was a motor current spike followed by a gradual rise in purge pressure. There was high purge pressure for about 90 minutes after which it returned to normal levels. The root cause of the high purge pressure was most likely biomaterial. Added- b5 mso review, d6b, h6 impact code 4644.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Event description:
The complainant reported that during an impella 5.5 implant for a patient of an unknown age and gender, there was a purge pressure high alarm. The pump flow was 1.2 and the purge pressure was 1060. Tissue plasminogen activator was added to the purge and the issue resolved. There was no reported patient harm.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿